Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge error messages during the cartridge loading process. Initially, the customer was able to load a cartridge after the error message; however, the pump stopped accepting a new cartridge. The customer had been using the same cartridge for the past 2 months. The pump history indicated that the customer had been receiving cartridge alarm 19s. The customer's blood glucose (bg) level ranged from 200 to 250 mg/dl. A bolus via the pump was delivered to address the bg level. The customer was to continue to use the pump to manage diabetes.